Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the event description was updated to cerebral infarction. There was no therapy or action taken as the patient improved in less than 24 hours.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the event did not result in a diagnostic procedure being performed. The site reported the artisse device was successfully detached, with satisfactory placement of the device.

Event description:
Additional information was received reporting the pneumonia required treatment with antibiotics.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a patient who had undergone a procedure on (B)(6) 2025 in which an artisse intrasaccular device and rebar microcatheter were used who suffered post-operative adverse events. It appeared that the artisse device was not implanted but the reason was not provided in the reported information. The patient underwent the procedure for the treatment of a right anterior communicating artery (acom) bifurcation branch saccular an eurysm. The aneurysm max diameter was 4mm and the neck was also 4mm. Post-procedure raymond and roy (r<(>&<)>r) class 1 was noted, indicating complete occlusion, but with no aneurysm stasis. It was reported that on (B)(6) 2025, the day after the index procedure, the patient experienced worsening of neurological status as evidenced by transient distal right leg weakness. Diagnostic digital subtraction angiography showed border zone infarction of the right anterior cerebral artery (aca)/middle cerebral artery (mca). The neurological symptoms did not last longer than 24 hours but the event prolonged the patient's hospitalization. The patient received physical therapy. The event was noted as resolved on (B)(6) 2025. The event was not life-threatening and did not lead to patient disability. The site assessed the stroke event as not related to the patient disease under study but possibly related to the study procedure, artisse and/or ancillary device(s) (rebar), and to antiplatelet treatment. Additionally, on (B)(6) 2025, the patient was reported to have pneumonia with oxygen desaturations. The patient underwent diagnostic and labs/blood draw. The patient was treated and hospitalization was again prolonged. The event was not life-threatening and did not lead to patient disability. The site assessed the pneumonia event as possibly procedure related but not related to the patient disease under study, nor to any medtronic device or antiplatelet treatment. Patient outcome was noted recovered and event resolved as of (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID isf-050-030 (lot: b625505); implant date n/a; explant date n/a a2. Only the year of patient's birth was reported to medtronic, therefore, only the year of the reported birthdate is valid and precise age is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 and 2.6 (ime) updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received report regarding a patient who had undergone a procedure on (B)(6) 2025 in which a rebar microcatheter and artisse intrasaccular device were used. On (B)(6) 2025, the patient experienced pain at site of angiography access on the right side with aneurysma spurium (pseudoaneurysm) and hematoma. The site was the access site of a different procedure as the patient had been treated for stroke. The patient was treated with a local tisseel 4ml anesthetic injection. The site and study sponsor assessed the pseudoaneurysm event as not related to the devices or procedure but possibly related to the antiplatelet medication. No device malfunction was reported associated directly with this event. Therefore, the event does not meet the definition of a complaint. Additional information was received reporting that the clinical events committee (cec) adjudicated this adverse event (ae) of vascular access site pseudoaneurysm as possibly related to the index procedure and apt (bleeding due to apt use), not related toartisse or ancillary/adjunctive device. The ae led to prolongation of existing hospitalization, percutaneous intervention, and additional treatment being given and did not result in blood transfusion, physical therapy, or surgical procedure. The outcome status is recovered/resolved on (B)(6) 2025. Ae did not result in a diagnostic test or procedure being performed. Ae did not result in a new or worsening of existing neurological deficits. This event did not lead to congenital anomaly, death, or disability, and was not considered life-threatening and did result in medical intervention. The site assessed this ae as not related to the study procedure or the device/ancillary devices and possibly related to the antiplatelet medication. Additional information was received reporting that the clinical events committee (cec) adjudicated that the cerebral infarction was causal to the index procedure, possibly related to the artisse, and not related to the ancillary/adjunctive device or apt. Additionally, cec adjudicated the pneumonia was causal to the index procedure and not related to the artisse, ancillary/adjunctive device, or apt. Additional aneurysm dimensions were provided as the aneurysm dome height was 5mm and the aneurysm dome width was 2.9mm.